Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring emergent food intervention. During the call to customer support, it was revealed that the consumer does not control solution test, the test strips for integrity before use as instructed in our directions for use. The consumer was educated on these direction for use at the time of call. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.